Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the nurse put the foley catheter in the patient, and it only lasted 4 or 5 days before it went out. The catheter lost water, but not all of it. It was stated that the nurse usually put in 15cc but found only 10cc left, thereby found that the catheter was leaking. The nurse went ahead and put another one in the patient that worked good. It was also stated that the catheters continued to fall out, and that day one was found to burst inside the patient.